Event description:
Related manufacturer report number: 2017865-2023-16831. It was reported during in clinic follow up that the right ventricular and atrial leads exhibited loss of capture. Imaging confirmed both leads had dislodged. The atrial lead was successfully repositioned on (B)(6) 2023 and the right ventricular lead was explanted. The patient was stable and asymptomatic.